Event description:
Purchased a bed wetting alarm a few days ago. The bed wetting alarm came with batteries. I put batteries into the bed wetting alarm and it immediately started vibrating and shaking. I replaced the batteries but same thing happened. I then left batteries inside the bed wetting alarm and when I checked back 3-4 hours later, the alarm had stopped vibrating and shaking. Batteries had leaked from the alarm and had spread onto the bed. The battery leaked through the bed sheet onto the mattress and made a hole in the bedsheet from the heat (I think). Also, the back case of the bed wetting alarm melted from the excessive heat.